Event description:
It was reported that during testing conducted at the manufacturer facility, the micro sagittal saw was operating in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.